Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
There was a split in the lumen at the hub then the next night, the hub had come off the turbo-ject PICC line and lying in the bed next to the patient. The line was being used for bloods and 2-3 weeks ago it was also used for medicine delivery. He said the patient no longer required the line; hence, it was removed and the patient was discharged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence